Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false positive result for cefoxitin screen (oxsf) and false resistant result for oxacillin while testing a staphylococcus aureus patient strain using the vitek® 2 ast-p639 test kit (reference # 418662, lot # 7391407403). Customer results: initial test using vitek 2 ast-p639 lot 7391407403. Repeat test = not performed. Alternate method susceptibility test = not performed. Isolate 20210108064-1, s. Aureus. Cefoxitin screen positive. Oxacillin mic=1 susceptible->resistant, modified by advanced expert system¿ (aes) the biomérieux subsidiary in shanghai obtained the customer¿s strains for testing. The subsidiary tested two times using the customer¿s cards (lot 7391407403), and tested two times using cards from the shanghai lab. Cefoxitin disk diffusion testing and oxacillin mic (agar diffusion) were also performed. Cefoxitin screen - negative. Oxacillin (mic: 2/ 1/ 1/ 1, s). Cefoxitin disk diffusion testing: 25/25mm, s. Oxacillin mic: 1,s (four times). The customer's false positive oxsf was not duplicated. Vitek 2 cards and reference method are in agreement or essential agreement without category error. The customer's strains were not submitted to the customer response laboratory to test as part of this investigation. Submission of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p639 lot 7391407403 met final qc release criteria and passed qc performance testing. The vitek® 2 ast-p639 lot 7391407403 performed in accordance with specification.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a (B)(6) result for cefoxitin screen while testing a (B)(6) patient strain using the vitek® 2 ast-p639 test kit (reference # 418662, lot # 7391407403). Customer results: all tests p639 lot 7391407403. Alternate susceptibility test= not done. Repeat test= not done. Isolate (B)(6) , cefoxitin screen (B)(6) , modified by advanced expert system¿ (aes). The strain was submitted to biomérieux (B)(6) for testing: tested two times using customer¿s cards (lot no:7391407403). Tested two times using cards in (B)(6) lab (lot no:2421208203). Cefoxitin disk diffusion testing and oxaillin mic (agar diffusion). (B)(6). Cefoxitin (B)(6) . Oxacillin (mic: 2/1/1/1, s). Cefoxitin disk diffusion testing: 25/25mm, s.. Oxacillin mic: 1,s (4 times). There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.